Event description:
When, during a total knee arthrotomy, the distal cutting guide was put in and held in place with pins, one pin broke off about one-third deep in the femur. It was felt it could not be removed without damage to femur, so was left in place.